Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. First photo shows the physician holding the drainage catheter connector hub which was noted to be fractured. The second photo shows the physician holding completely fractured connector hub in which blood stains were noted in one of the fractured segment and material separation is identified. Therefore, the investigation is confirmed for the reported fracture, fluid leak, air/gas in device since it is cascading and identified material separation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient diagnosed with thymoma underwent thoracoscopic extended thymectomy with right lower lobe wedge resection using the navarre opti drain. Post procedure, a tube was retained for pleural fluid and air drainage. Later a minor leakage was observed at the chest tube connector, and examination revealed a fracture in the rigid section of the connector. The patient reported mild chest tightness with oxygen saturation at 95%, and auscultation showed slightly diminished breath sounds on the right side. The drainage tube connector was replaced, and a chest x-ray revealed a small pneumothorax. The patient was instructed to cough to expel trapped air, after which chest tightness resolved, oxygen saturation improved to 99%, and breath sounds normalized. The patient remained under observation and was later discharged without further complications. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient diagnosed with thymoma underwent thoracoscopic extended thymectomy with right lower lobe wedge resection using the navarre opti drain. Post procedure, a tube was retained for pleural fluid and air drainage. Later a minor leakage was observed at the chest tube connector, and examination revealed a fracture in the rigid section of the connector. The patient reported mild chest tightness with oxygen saturation at 95%, and auscultation showed slightly diminished breath sounds on the right side. The drainage tube connector was replaced, and a chest x-ray revealed a small pneumothorax. The patient was instructed to cough to expel trapped air, after which chest tightness resolved, oxygen saturation improved to 99%, and breath sounds normalized. The patient remained under observation and was later discharged without further complications.